Event description:
The technician reported the left side rail would not latch. The stretcher was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the shoulder screw securing the latch to the end tube on the left side rail was missing, preventing the rail from latching. The most likely cause of the missing should screw is that the side rail was ran into an object for example a door jam or wall while transporting. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rail are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replaced as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventive maintenance on their beds. The shoulder screw and nut were replaced on the left side rail by the technician to resolve the issue. Based on this info, no further action is required.